Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a mildly calcified right superficial femoral artery. The 6.0 x 100 mm armada 18 balloon dilatation catheter (bdc) leaked from the inflation port at 6 atmospheres during the first inflation. An unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Exemption number e2019001. Contact office first and last name was updated from (B)(6) to (B)(6).

Event description:
It was reported that the procedure was performed to treat a mildly calcified right superficial femoral artery. The 6.0x100mm armada 18 balloon dilatation catheter (bdc) leaked from the inflation port at 6 atmospheres during the first inflation. An unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.